Manufacturer narrative:
Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the user facility which revealed that no malfunctions were identified or observed after removing the unit from service and testing. Functional testing was performed on the unit which confirmed it was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. The system level review of the 2008t machine and concomitant products found no indication of a causal relationship between the products and the patient event. Clinical investigation: the patient medical records were provided by the facility on march 19, 2016 and april 27, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The end stage renal disease (esrd) patient receives in-center hemodialysis (hd) therapy carried out through fresenius products thrice weekly. The patient started on hemodialysis therapy on (B)(6) 2008. The medical records did contain the hd clinical notes report dated (B)(6) 2016 and the esrd death notification ((B)(4)) document. Medical records did not contain ambulance or hospital records, a death certificate, or autopsy report for review. There is no documentation in the medical record to indicate a causal relationship between the fresenius products used during the hd treatment, which included a 2008t hemodialysis (hd) machine, a dialyzer, 2k granuflo, and bicarb 4000 rx12, and the patient¿s death.

Event description:
The following additional event details were identified during a review of the patient's medical records. The patient presented to the clinic on (B)(6) 2016 for a routine hemodialysis (hd) treatment session. The patient was fully conscious and well oriented. Within 14 minutes of initiation of the hd treatment the patient became unresponsive and coded. The registered nurse (rn) placed the patient in a trendelenburg position, and administered a normal saline infusion. The patient failed to respond to these measures. At this time an oxygen mask with 15 liters was placed on the patient and cardiopulmonary resuscitation (CPR) was initiated at 10:30 am. At 10:33 am an oral airway was placed with placement of ambubag for mechanical respiration with 100% oxygen. An automated external defibrillator (AED) was applied, but no shock was advised. At 10:38 am emergency medical services (ems) arrived and continued resuscitation efforts. At 11:00 am the patient was transported to the hospital. The patient expired prior to reaching the hospital per verbal report from the emergency room rn.

Manufacturer narrative:
(B)(4). The end stage renal disease death notification (form 2746) lists cause of death as cardiac arrest, cause unknown. The post market surveillance department is in the process of reviewing patient medical records related to this event. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department is in the process of reviewing patient medical records and treatment sheets. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
A user facility reported that a patient coded while undergoing a hemodialysis (hd) treatment on (B)(6) 2016. Prior to the hd treatment, the patient was usual self. The clinic manager provided follow-up information which revealed that the patient became unresponsive approximately 14 minutes into the treatment. A total of 2.8 liters normal saline was administered, but the patient did not respond. Cardiopulmonary resuscitation (CPR) and oral airway o2 via tank @ 100% were initiated. Additionally, an AED was placed; however, the unit indicated no shock. The patient was transported to the hospital with ems, but expired en route per verbal account from ER nurse. No device malfunctions reported prior to the patient becoming unresponsive. No issue with the 2008t hemodialysis machine observed. No samples of the acid/bicarb in use that day are available. The disposable products (dialyzer and bloodlines) are not available for evaluation by the manufacturer as both were discarded by the user facility.